Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device indicated a permanent message "perform maintenance." There was no patient involvement.